Manufacturer narrative:
The device has not been returned; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. (B)(4).

Event description:
A hydrothermablator console unit was used during a hydrothermablation (hta) procedure. According to the complainant, during boot up, the screen on the hta console unit faded in and out and the buttons were unresponsive. Additionally, there were filling issues and the unit froze. The case was completed with another hta console unit. No pt complications were reported. Although attempts were made to obtain additional follow up, no further info is available.